Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned outside of original packaging. The anchor threads are stripped and fractured. No physical damage visible to the handheld device. The suture has not been released. A functional evaluation found the device could release the anchor as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the tensile strength has been established. Also, material certificate of analysis (coa) is required for raw material. The root cause has been associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a rotator cuff suture procedure, after the healicoil 5.5mm anchor was introduced, the threads of it were tearing apart. No aggressive maneuvering was performed during insertion. All pieces were removed from the patient. The procedure was completed without significant delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during a rotator cuff suture procedure, after the healicoil 5.5mm anchor was introduced, the threads of it were tearing apart. No aggressive maneuvering was performed during insertion. All pieces were removed from the patient. The procedure was completed without significant delay using a back-up device. No patient injury or other complications were reported.